Manufacturer narrative:
The patient remains on going with the implanted device and no further issues have been reported. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the history log noted several low flows and low speed operations. The percutaneous lead at the distal end was stabilized with tongue depressors and tape. On (B)(4) 2013, the MFR performed per procedure, a percutaneous lead distal end replacement.